Event description:
On (B)(6) 2009, the pt's father reported that the up and down buttons on the pt's insulin infusion device are not working properly. He stated the down button will not work when bolusing and neither button will allow them to navigate through the menus. He stated the device has not been dropped and the buttons pop up when pressed. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.